Event description:
It was reported that during the procedure, the physician had trouble passing the lead through two different introducers. The lead was not used. The physician decided to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. There were no anomalies found.